Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed that the device's sdi out ports failed to produce an image on the monitor. There was no patient involvement associated with the reported problem. The problem was found on initial setup and installation of the equipment.